Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/30/2014 with the following findings: a review of the black box showed several warnings indicating loss of prime with low no-zero force. No during testing, no loss of prime occurred. The force sensor was found to be out of calibration. The pump cover was opened; the force sensor resistance was found to be within specifications. No intermittent condition or damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.